Event description:
The user received a questionable hcg+ss result for one patient sample from the cobas e601 analyzer serial number (B)(4) for a sample that had been aliquoted by the mpa (modular preanalytic analyzer) serial number (B)(4). The initial result from the sample cup produced by the mpa was approximately 56000 miu/ml and was reported outside the laboratory on (B)(6) 2011. The user could not provide the exact original result. The result was questioned by the doctor and the original primary sample tube was repeated with a result of 8 miu/ml. The patient was not adversely affected. The user stated she thought the sample immediately prior to this sample in the rack had been aliquoted twice. Upon evaluation of the mpa, the field service representative determined the tip alignment was off and there was a possible handling error of a rejected rack. He adjusted the tip and observed operation which appeared normal. He noted the site did not appear to have any sample mismatches over next two days.

Manufacturer narrative:
A specific cause could not be determined as insufficient information was provided for further investigation. The customer confirmed no adverse event was caused by the falsely high result.